Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient did not receive a low alert on the g5 mobile application. No additional patient or event information is available.data log was reviewed for evaluation on 03/22/2017. Complaint for no recieving a low alert on the g5 mobile application could not be confirmed. The root cause could not be determined, post investigation.